Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3354-25 serial #: (B)(4) description: w4 splitter 2x4-25 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that there was a suspected infection at the ipg site. Pocket site was swollen, red and painful. The physician explanted the ipg and lead splitter. Intravenous antibiotics were prescribed. The physician believed that the infection was not device related.